Event description:
It was reported that the patient had a revision of the left lead. During the removal of the left lead, the right lead ¿came away¿ as well. There was no patient injury and the patient recovered fully. Additional information reported that the patient was being treated for parkinson¿s disease. The left lead was being revised because the surgical team was not happy with where the lead had originally been placed. It was reported the patient was doing well following surgery.

Manufacturer narrative:
Concomitant medical products: product ID 3389-40, lot# 0207717253, implanted: 2014-(B)(6), explanted: 2014-(B)(6), product type lead, product ID 3389-40, lot# 0208003245, product type lead. (B)(4).

Manufacturer narrative:
Analysis of lead model 3389-40, ln: 0207717253, found no significant anomaly. The conductors were severely stretched on the proximal end of the lead due to overstress. All conductors were cut through. Analysis of lead model 3389-40, ln: 0208003245 found no significant anomaly. All conductors were cut through. (B)(4).